Event description:
It was reported that the patient underwent a MRI and their device alarmed. It was noted that the staff had not realized the patient had a cardiac resynchronization therapy defibrillator. The device was interrogated and there were no abnormalities. The device remains in use. No patient complications have been reported as a result of this event. .

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is in the same brand family to a device marketed in the u.s. Concomitant: 5554-45 implantable pacing lead implanted: 2011-(B)(6); 429688 implantable pacing lead, implanted: 2011-(B)(6).